Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during the infusion of liquid. Previous chemotherapy was fluid (sf and traces of blood) leaked from the insertion point of the cvc. The infusion was suspended, following the verification of the spill in progress (saline solution and not chemotherapy). The PICC with fissure was not removed immediately because deep vein thrombosis was diagnosed through ultrasound investigation to be treated pharmacologically. The limb was swollen and painful. The spillage of saline solution occurred at the insertion point (exit site) of the central venous catheter even if the fissure of the device was internal to the skin. The following day, the patient had a new PICC device inserted into the contralateral limb (left arm). The patient was able to complete the prescribed therapeutic protocol the following day using the left upper limb, the site of new cvc insertion.